Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the screws, part and lot numbers unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The synthes complaint handling unit received a maude report numbered (B)(4) via standard mail on (B)(6) 2014. Only additional and/or corrected information will be contained in this report. A copy of the maude event report is attached. This report is for two unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(4): correction to event description. Report issued for 2 broken unknown screws based event description reflected in maude report#(B)(4). This report for the unknown screws is related to MFR# 2520274-2014-15228.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4):during an orthopedic surgery procedure, a synthes 2. 5mm drill bit was broken when drilling into the patients bone. The drill bit tip was broken off and left in patient. Also two inserted synthes screws were broken during the procedure and tips left in bone